Manufacturer narrative:
The kit's lot number was not provided for a specific investigation. The sample was not returned for further testing, no additional information such as medical history was provided. The investigation revealed that the customer was not following label instructions for performing the alere determine hiv 1/2 ag/ab combo test. There were issues identified in the sample collection and application to the test strip and issues with the addition of the chase buffer.    A review of complaint trends reveals that all of the determine combo lots are performing according to label claims. The evidence available does not indicate that the product is performing outside label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results.

Event description:
A (B)(6) result was reported on a blood sample tested with the alere determine hiv 1/2 ag/ab combo. The patient was confirmed (B)(6) by an unknown method. The patient gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4), inc. ((B)(4))